Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator had a blank screen. It was reported that the ventilator was in use at the time the event occurred. There was no report of patient harm or injury as a result of the event.

Manufacturer narrative:
It was reported that the patient was transferred to an alternate ventilator. The device has been evaluated. The field service engineer (fse) reconnect the alternating current (ac) power only. The ventilator passed all tests and operated within the manufacturing specifications. The device was returned to service.